Event description:
The pt was placed on iab support after a failed percutaneous transluminal coronary angioplasty and open heart surgery was scheduled for 8/21/98. At approx 0500 on 08/21/98, blood was noted in the tubing and the surgeon was notified. The iab was turned off and the pt maintained adequate hemodynamics until the scheduled surgery. The iab was removed and the open heart procedure was performed. The pt was weaned from bypass and a second iab was inserted and the pt was transferred to the unit. Twenty four hours later, the pt was extubated and is doing fine in the unit. On 8/27/98, datascope also rec'd the mandatory medwatch form from the distributor; uf/dist report # FDA-34955-1998-007. (Event complications: none from the event - reported 8/24/98, 8/27/98.) (Pt's current status: fine - reported 8/24/98.)